Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred with multiple cartridges while the cartridge was not empty due to an inaccurate insulin gauge. There was no reported adverse impact to the customer's blood glucose (bg). The customer changed supplies and was able to continue using the pump for insulin therapy.